Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen obstruction of flow could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is being filed under a separate medwatch report#.

Event description:
It was reported that suture placement in the common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Initial flushing of the marker lumen on the proglide devices was successful prior to use. The suture of the first proglide device was successfully pre-placed. Reportedly, when the second proglide device was inserted no blood was observed from the marker lumen. A third proglide device was attempted; however, the same issue occurred. The suture of a fourth proglide devices was successfully pre-placed. The sheath was upsized and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and fourth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.